Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy, when the surgeon made a little strength to loosen the double valve cannula, it broke. The broken part was removed from the patient. The surgery was resumed, after a non-significant surgical delay using a back-up device. No further complications were reported. The current patient's health condition is stable.

Event description:
It was reported that during a knee arthroscopy, when the surgeon made a little strength to loosen the double valve cannula, it broke. However, nothing was left inside the patient because the broken part is where the surgeon places his hand to hold the instrument and use it. The surgery was resumed, after a non-significant surgical delay using a back-up device. No further complications were reported. The current patient's health condition is stable.

Manufacturer narrative:
H2: additional information in b5. H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Additional information received confirmed the broken part is the part where the surgeon places his hand to hold the instrument and use it. Therefore, the broken part of the instrument can be removed with the surgeon's own hand and no medical/surgical intervention is required. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Corrected information in b1.